Event description:
It was reported that the fluid reservoir was leaking. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was received for evaluation. Visual inspection showed the water tank cover was cracked. The reservoir was then filled with water and the leak was observed, confirming the customer's indicated failure. The root cause was determined to be the cracked water tank cover. As a result, the water tank cover and gaskets were replaced, and preventative maintenance was performed. The device passed all testing criteria. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.